Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube lip and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error while delivering a square bolus. The blood glucose reading was 100 mg/dl. The customer mentioned being sitting in a couch when the alarm occurred. The device was not exposed to a high magnetic field. No further information was provided.